Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
It was reported that decreased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.